Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude and a drop in pacing impedance that remains within normal limits. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.